Event description:
It was reported that the patient presented at post-operation check. Interrogation noted that the right ventricular lead (rv lead) exhibited failure to sense and the performed inappropriate capture in the left ventricle. Dislodgement was confirmed through x-ray. During revision procedure, the atrial lead insulation was compromised. The atrial lead was explanted and replaced on (B)(6) 2024 while the rv lead was repositioned and reused during the same procedure. There were no patient consequences.